Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, , minimally or bulky/severely calcified mitral leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for mitral malposition (i.e. Minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the valve was intentionally deployed 40:60 aortic/ventricular within a pre-existing physio ring in the mitral position. However, it was then noted that the leaflets of the physio ring were not fully covered by the sapien xt valve and therefore a 2nd valve was deployed slightly lower to address the turbulence noted after the first sapien xt was placed. The sapien xt is not indicated for patients with a pre-existing mitral ring (valve in ring procedure); therefore the labeling (ifus and edwards training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions, or updates to the risk management file are required.

Event description:
As reported by our affiliates in (B)(4), during the 29 mm sapien xt placement by ta approach in mitral position inside a 32 mm physio ring, the implant went well. However, the valve was implanted 40:60 aortic/ventricular as planned. It was seen that the mitral leaflets were still moving and causing turbulence. Therefore it was decided to implant a second 29 mm sapien xt valve slightly more ventricular. The second valve was successfully implanted about 30:70 aortic/ventricular with good result.